Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support. The 14fr sheath was inserted without difficulty and the rest of the impella supplies, including the pump, were opened and prepared on the sterile field. During implantation, the surgeon could not cross the aortic valve and achieve optimal wire placement after many attempts. The impella placement was aborted and case continued without impella support. The 14fr sheath arterial access was closed without incident. No further information was provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Failure to advance: the cause of the failure to advance (delivery issue) was unable to be determined due to insufficient clinical details.